Event description:
Customer reported a malfunction but did not have pump on them at the time of the call, making it impossible to confirm the malfunction code initially. There was no adverse impact to the customer¿s blood glucose level as the malfunction did not cause levels to exceed 500 mg/dl. Technical support resolved the issue by arranging for a pump replacement since the pump was under warranty, and instructed the customer to use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery. Additionally, the customer was guided to put the pump into storage mode and instructed to return it within 10 days using a pre-paid shipping label.